Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body (light blue part) of the twist clamp on a minicap extended life pd transfer set. This occurred while disconnecting from peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The returned device has a d1: brand name of minicap transfer set, a d4: catalogue # of 5c4482, and a g4: PMA/510k # of k152675. H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body and damaged silicone tubing. Functional testing including leak, clear passage and clamp function testing were performed; leak testing noted a leak from the damaged silicone tubing located at the leg of the female connector. The reported condition of separation between the female connector and main body was verified. The cause of the separation was manufacturing related due to inadequate solvent to the set. The cause of the damaged silicone tubing could not be determined; however the most probable cause is user related when attempting to disconnect. Should additional relevant information become available, a supplemental report will be submitted.